Manufacturer narrative:
Philips service replaced the x-ray tube as required and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray failure caused loss of image during procedures on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.